Event description:
There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lcb broken, the lg cable buckled, the ift leaky, the remote button cut, the lg cable connector fluid damage, the objective lens scratched, the air/water nozzle clogged and the ccd pixel defects; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.